Manufacturer narrative:
Investigation of returned device indicated that while the external catheter wall was kinked, the inner catheter wall was not breached and both lumens were patent. This harmonizes with field observations that there was no significant bleeding during the case. Root cause was determined to be suture tied to the catheter body. Permanent deformation without cut through was reproduced on lab sample. This indicates that the suture used on the catheter body was tightened to a tension that caused permanent catheter body deformation.

Event description:
Customer indicated that catheter appeared to have a kink. Noticed upon removal of device, also seen on x-ray.